Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 16, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient is alleging of coughing. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacture observed a dark unknown contaminate consistent with dust was observed outside of the top and bottom enclosures, ui and rear panels, control dial, keypad, sd cover flip door, accessory module flip door, inside sd cover flip door, accessory module flip door, air inlet on the blower box, bottom enclosure. An unknown purple spot was observed on the keypad. Small hairlike/fibers were observed outside of the top and bottom enclosures and inside the bottom enclosure. Unknown dark smears consistent with dust was observed inside the top and bottom enclosures, ui and rear panels. A white powder substance was observed on the blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet and blower seal. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.